Event description:
It was reported by the customer that the pyxis medstation es system drawer is not detecting that it is closed. The customer stated that the malfunction caused a delay in accessing medication but the medication was obtained from alternative machines. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer has broken parts. A field service engineer, verified that drawer operated intermittently without any external assistance also performed preventive maintenance. The device functioned as intended after the customer resolved the issue.